Event description:
Customer was crossing the street in his powerchair when he was allegedly struck by a motor vehicle.

Manufacturer narrative:
The device is not available for evaluation by pride at this time. Should the device or further information become available, a follow-up report will then be submitted.

Manufacturer narrative:
The device was reviewed with a company representative present. The pride company representative believes that the alleged incident was an accident and not a product problem.

Event description:
Customer was crossing the street in his powerchair when he was allegedly struck by a motor vehicle.